Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beeping tones. As per the engineering analysis, there were lots of magnetic applications on the device. It was then determined that the patient had a magnetic breast/tissue expander related to mastectomy. The magnet response feature was then turned off. This crt-d still remains in service. No adverse patient effects were reported.